Manufacturer narrative:
The insulin pump was received with currents within specification and passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No unexpected off no power without low battery alarm. No blank display anomaly noted during our testing. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display even after with a new battery cap. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.